Manufacturer narrative:
E1: patient city: (B)(6) patient country: france.

Event description:
Reference number:(B)(4) event occurred in france. It was reported that the patient faced infusion set leakage event on (B)(6) 2025. The leak was at connection with catheter/reservoir. No further information available.